Manufacturer narrative:
Product evaluation: the lens and reported material were not returned. The lens remains implanted. Photo was provided of a monitor. The monitor displays a very magnified view of what appears to be a small section of the edge of an eye. There appears to be a clear particulate visible in the photo. The lens and haptics cannot be visualized in the small section shown. The particulate appears to be at the front of the eye. No other determination can be made. A qualified delivery system was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported plastic like material was found floating in the eye one day following intraocular lens (iol) implant. Five days following onset the surgeon reported that the eye was still stable but is concerned of further implications. No additional treatment is planned at this time. Additional information received; the site does not know if the material came from the lens or the cartridge.